Manufacturer narrative:
On (B)(6) 2015, architect i2000sr analyzer serial number (B)(4) was checked and serviced by an abbott field service engineer (fse). A bent wash zone 2 probe was replaced along with the sample probe. Also, the performance of the wash zones and pre-trigger and trigger manifolds was verified. The instrument log files were reviewed and showed no abnormalities. On (B)(6) 2015, the fse returned to the customer site and replaced the wash zone probes and the thermistor tubing in wash zone 1 as a precaution and a complete alignment of the two wash zones was performed. An examination of the functionality of the architect instrument was performed by means of retesting the sample in question, which yielded results of 10.29 and 10.23 s/co and thus confirmed the previous result of (B)(6) 2015 on the other architect i2000sr instrument in the lab. The result log files showed no abnormalities. Subsequent instrument operations were acceptable. Analysis of the pressure monitoring logs showed that two of three aspiration checks for the alleged false negative sample were close to the threshold. Although the sample was within specification the values obtained appear to be elevated indicating a potential problem with sample integrity close to the instrument cut off for sample integrity issues. The architect system operations manual and the architect I-system service and support manual contain information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the results of the current evaluation, there is no indication of a deficiency of the architect i2000sr analyzer serial number (B)(4). There is insufficient information to reasonably suggest a malfunction as the issue was addressed through standard troubleshooting procedures.

Event description:
The customer reports false non-reactive architect anti-hbc ii assay results for one donor sample tested on an architect i2000sr analyzer. First time donor #1 (sid (B)(4)) generated an initial (B)(6) result of 9.86 s/co on (B)(6) 2015 (architect i2000sr serial number (B)(4)). The plasma sample was centrifuged at 10 000 rpm and retested on a different architect i2000sr analyzer (serial number (B)(4)) and generated non-reactive results of 0.01 and 0.06 s/co on (B)(6) 2015. The sample was measured again on this analyzer and reactive results were generated (10.03 and 9.78 s/co) on (B)(6) 2015. The same reagent lot was used on both analyzers ((B)(4)). The sample was then tested on the liaison platform and generated a reactive result. Anti-hbs results were positive. Anti-hbe was negative. Pcr testing results were positive. It was verified by the customer that the donated unit of blood was not used for transfusion or the production of any blood component for transfusion. Also, the customer confirmed that no sample mismatch took place among the samples tested. An abbott field service engineer (fse) visited the customer site on (B)(4) 2015 and inspected architect i2000sr serial number (B)(4). A decontamination procedure was performed and the sample probe was replaced. The fse also found that one of the wash probes was slightly twisted/warped and replaced it. No other instrument issues were found. Nevertheless, the customer decided at this time not to use (B)(4) for any further testing. The customer then decided to retest all samples donated between (B)(6) 2015 and found no other discrepancies.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient. (B)(4). (B)(6) result.